Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative reported that physician reviewed post-op imaging and the leads appeared ot exit the generator to the left of the header block. Poor coupling suspected to be related to flipped generator. The x-ray results were not yet available. The manufacturer representative reported poor coupling with recharging, which resulted in recharging taking too long. There were 0-2 coupling bars since implant. Repositioning of the antenna did not resolve the issue. There was 70-90 range on antenna locate (al) test. A different implantable neurostimulator recharger (insr) was tried, but it did not resolve the issue. The patient had received patient training on recharging roughly two weeks after implant ((B)(6) 2015). The implantable neurostimulator (ins) was superficial. The possibility of a flipped ins was considered and the healthcare professional (hcp) ordered an xray to determine if the ins was flipped. The indication for therapy was non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.